Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn: b)(6)); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4f2185y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy on the 2nd reload used, the reload was closed and then inserted into the patient, however the reload would not open inside the patient. On the screen it indicated that you had to hold down the two side buttons to be able to reset it at that point after five seconds the error of a red circle with a line with a yellow triangle on top. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. A visual inspection of the video showed a single signia handle, which was not connected to a clamshell or adapter. Upon startup, the version screen appeared, followed by a signia handle error screen. An initial inspection of the returned handle noted no abnormalities. Functional testing found that the handle was charged on an rpa charger running v16 software. After charging, it displayed a power pack error screen. When connected to mcp, the c2 motor failed during a motor test. Data analysis revealed a motor error during a clamp test, preventing the user from unclamping the jaws. It was reported that the jaws will not open and signia power handle error (red circle with a line). The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.